Event description:
Pulmonetic systems, inc. Rec'd a call from a rep in 2002. The rep reported the following problem: unit not on pt at time of event. Unit not cycling with lights and alarms. Pushed alarm silence, unplugged then shut off, on ac.